Event description:
It was reported that the patient received inappropriate shocks due to a broken rv lead. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of an unspecified vessel after an unspecified procedure. Reportedly, an unspecified device failure occurred. The device was removed an a second and third proglide devices were used with the same results. The puncture site was borderline high at approximately the take off of the inferior epigastic artery. After the devices were removed a large dissection in the area of the puncture site was noticed. Angioplasty ballooning was performed unsuccessfully to treat the dissection. Arterial surgical repair is planned; however, exact date of surgery is unknown. There were no reported adverse patient sequelae. Though requested, no additional information was provided.

Manufacturer narrative:
Analysis found the outer insulations were abraded from 25cm to 26cm and all 8 wires of the distal coil were fractured at 25.7cm from the connector pin due to friction with the ICD can. The abrasion from 55cm to 57cm from the connector pin was caused from the inside out. The cables were externalized but the etfe coatings were normal.